Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the alleged "bard mesh" may have caused or contributed to the events as alleged. Multiple attempts have been made requesting additional information. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. Remains implanted.

Event description:
The following was reported via maude event report (mw5079605): "in 2012 I had surgery for umbilical hernia and they implanted bard mesh. I never was still spoke to or asked about previously about mesh, when I went back to the hosp for my f/u, I asked the surgeon and assistant if the used mesh and they argued back and forth as much as to take the conversation to the hallway. I have pain everyday, every moment with full of pain. It has cost me a lifetime of lost time with my family. I can never describe the pain, it caused as I cannot have an intimate relationship or even go to the grocery store without having so much pain or have urinating while trying to shop because my bladder just has spasms and I don't know when I have to go. It has been 6 years I'm on permanent disability. I've missed all five of my children growing up. I've lost my husband and I have an enormous amount of pain everyday, all day, and every moment. I recently did an MRI and it shows the mesh needs to be removed so I will be doing that as soon as possible."